Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06195. It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system along with a watchman ® access system were used. There were two partial recaptures performed. The first deployment was too deep, so it was partially recaptured. During the second deployment, the physician applied torque on the access system which caused the delivery system to jump forward. They partially recaptured the device again. As this was an aggressive recapture, they performed a sweep to look for a pericardial effusion, but there was none. They deployed the closure device again more proximally than before and it landed perfectly in the laa. The device met the release criteria, so it was released. A few minutes passed and a pericardial effusion about 1cm in circumference with tamponade was noticed. The patient's international normalized ratio (inr) was 2.6 and their activating clotting time (act) was 338. The patient was hemodynamically stable and they were watching the patient on echocardiogram. They performed a pericardial tap on the patient and removed a total of 800cc of blood and gave 500cc back to the patient. The patient ended up developing pericarditis, so clear fluid was tapped and removed. No surgical intervention was required and the patient is now doing fine.